Event description:
It was reported that the impedance could not be measured. X-ray revealed externalized conductors. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.